Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the device was believed to have been delivered with collagen partially in the vessel. The bleeding was arrested using manual compression only and hemostasis was achieved. There was no impact to the patient associated with the device issue.

Event description:
The (B)(6)-year-old, male patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) -2020. The patient's left common femoral artery measured 7.9 mm in diameter without any calcium seen on pre-procedure CT scan. Femoral access was gained using ultrasound guidance. Manta 18f vascular closure device (vcd) deployment depth was measured and verified at 2.5 cm + 1.0 cm. The tavr procedure sheath used was a lotus 20f sheath. The sheath was reportedly advanced without difficulty. However, some tortuosity of the proximal common iliac artery was noted. After deployment of the manta vcd, there was still pulsatile flow noted at the access site. The lock advancement tube was advanced again while pulling tension to a signal of red on the tension gauge. After holding for a few more minutes, there was still significant bleeding. Angiogram showed good blood flow past the manta vcd with some extravasation just beyond the radiopaque marker toward the superior femoral artery. Manual compression was held intermittently for 30 minutes to achieve hemostasis. During the patient's recovery period, a vascular surgeon was consulted for a doppler ultrasound. It is ultimately believed the images showed some of the collagen pad inside the vessel and not plaque between the toggle and vessel wall as the tavr surgeon initially believed had occurred. The patient's condition was reported as "fine."